Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available, a definite root cause for the reported event could not be determined. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Therefore, the reported problem could not be reproduced and the investigation will be closed with inconclusive result. As a result of the investigation performed and as no sample was returned the complaint is inconclusive. The reported application represents an off label use of the device. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Furthermore, the fluency plus vascular stent graft is intended for use in the iliac and femoral arteries. In this case the device was used for treatment in the carotid artery. Expiry date: feb / 2021.

Event description:
It was reported that the stent graft was partially deployed in the left carotid artery (the treatment site) when resistance was encountered with the delivery system and the outer sheath allegedly fractured leaving the stent graft partially deployed. During removal of the delivery system, upon retraction into the introducer sheath, the stent graft allegedly fully deployed and remained within the femoral artery. Reportedly, the stent graft was removed in its open state without incident. There was no reported difficulty retracting the delivery system through the introducer sheath. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the stent graft was partially deployed in the left carotid artery (the treatment site) when resistance was encountered with the delivery system and the outer sheath allegedly fractured leaving the stent graft partially deployed. During removal of the delivery system, upon retraction into the introducer sheath, the stent graft allegedly fully deployed and remained within the femoral artery. Reportedly, the stent graft was removed in its open state without incident. There was no reported difficulty retracting the delivery system through the introducer sheath. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available, a definite root cause for the reported event could not be determined. No medical records and no images were provided to the manufacturer. The device was returned to the manufacturer for evaluation. The investigation is currently under way. In reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Furthermore, the fluency plus vascular stent graft is intended for use in the iliac and femoral arteries. In this case the device was used for treatment in the carotid artery. Expiry date: feb/2021.